Manufacturer narrative:
(B)(4). Batch # (B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clip applier wouldn't deploy the clips correctly. The doctor was trying to staple the tissue it wouldn¿t attach to the tissue and it would fall into the cavity. The staple would form correctly but wouldn¿t be attached to tissue. They just got another one and was able to complete the case with no further problems. There were no patient consequences reported.